Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse below lower limit) was confirmed. Upon evaluation, the monitor was unable to complete essential performance testing. The cause of this was a burnt pulse pin in the belt receptacle. The root cause of the burnt pin capacitor cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.